Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: from the post operative x-rays and comments, it is clear that this pt suffers from a osteolytic lesion within the left femur biased toward the distal end of the implanted stem. The location of the lesion, within the femur, makes it unlikely that debris from the metasul femoral head contributed to the lesion in the femur. No pseudotumor in the soft tissue was reported in the proximity of the head and liner articulating surfaces that can occur due to metal debris. Further, the notes comment on the well fixed nature of the stem that suggests isolation from the articulating surfaces. Based on the info provided, no design or performance issue can be identified in association with the metasul femoral head in this pt. Eval: the head was returned for review and found to be well fixed on the alloclassic stem. The head exhibits minor scratching/hazing that is consistent with being in implanted for 6.5 years. The head does not appear to contain any abnormal deformations. The mfg records for the head were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the pt was revised due to loosening, osteolysis, and pain.